Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was hot to the touch despite being in room-temperature conditions. Reportedly, the pump was charging during the reported event. Additionally, it was reported that the customer experienced difficulty charging the pump. The customer declined further troubleshooting with tandem technical support regarding the charging issue, therefore no additional information could be obtained. There was no impact to the customer's blood glucose level. Reportedly, customer continued to use the pump for insulin therapy.